Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. Customer states pump had issues with the battery and pump will not keep a battery in for more than 2 days and pump will show 3 bars and then immediately go dead. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit passed self-test and displacement test. Unit was monitored for 24 hours and unexpected display anomalies including blank display anomaly was noted. No damage on the connector/lcd isolation tape noted. Unit was received with cracked case at display window corners, display window, reservoir tube lip, reservoir tube window corners and belt clip slot. Unit was received with minor scratched display window and case. Unit was received with slightly corroded the battery tube.